Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that while the IV was infusing, the patient felt some fluid on her leg where the IV tubing was resting and a small amount of leakage was found at the manifold site connection. The nurse tightened the connection, and there was no further leakage. There was no report of patient harm.